Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical (biomed) engineer initially called technical support to report that the device failed the o2 mix accuracy test. The biomed informed the remote service engineer (rse) that the flow sensor assembly was replaced during preventive maintenance (pm) service to correct the reported issue, but then a 110b ¿proximal pressure sensor autozero¿ alarm error occurred. The data acquisition (da) printed circuit board assembly (pcba) was replaced, but the issue remained. The rse advised the biomed that solenoids 3 and 4 within the new flow sensor assembly may have been bad from stock. The biomed therefore requested to replace the new flow sensor assembly and was transferred to parts upon request. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (biomed) stated that the replacement flow sensor assembly was successfully installed. The biomed also confirmed that the reported issue was resolved after the device ran for at least 30 minutes. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.